Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical devices was reviewed and found complete without any irregularities. The alleged defective instruments was produced at the tecomet, inc. Kenosha, wl facility from the following orders: a (B)(4) pc order that was produced in september of 2021 from lot number 06k2005166 and a (B)(4) pc order that was produced in september of 2020 from lot number 06b2098718. It was found that these orders was made from the correct materials and components, and all approved processes were followed. These instruments have not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defects or validate the alleged complaint. All instruments are visually inspected, and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "before using, doctor check the applier and found the jaw are not even". No patient involvement.

Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "before using, doctor check the applier and found the jaw are not even". No patient involvement.